Event description:
On 8/14/97, the facility's purchaser informed the MFR's (MFR) customer svc rep that the needle sheaths cloudy (usually they look clear) and the needle shafts have a rusty coloration. No further details were provided at this time.

Manufacturer narrative:
The devices in question were sent to the MFR.'s vendor for additional evaluation with the agreement that the devices would be returned to the MFR. After the vendor's evaluation. The vendor's evaluation is as follows: the 20ga x 1.25" 90 degree was not made by this vendor, it was made by another vendor. The non-coring huber point needle, straight 22ga x 1.5" was made by the vendor. After the vendor's careful examination of the stained needle cover, it was their opinion that this must have occurred after the part/needle left the vendor's facility, possibly during storage. The needles are hand assembled one at a time. They are then tested for occlusions one at a time., packaged and sent to the sterilizer. The needles are then returned to the vendor where they are visually inspected 100% and packed into boxes of 10 @. This means that the product is handled and inspected by four different people four different times at the vendors. Therefore, the vendor stated that the stained needle cover must have been caused by storage conditions. Since the vendor's evaluation of the needle was inconclusive of the cause of the stained needle, the needle was supposed to be returned to the MFR. And sent for additional analysis (ftir & sim) upon it's return. The MFR. Contacted the vendor several times concerning the return of the needles to the MFR.; however, it seems that the needles could not be located or were lost in transit. On 4/21/1998, the vendor informed the MFR.'s rep that they were still unable to locate the devices for return to the MFR. Therefore, based on the MFR's analysis and the vendor's evaluation of the devices, no conclusion can be drawn as to the cause of the stained needle. The MFR.'s investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA 4/22/1998.